Manufacturer narrative:
Corrected data: in further review of the file, it was noted that in the initial MDR clinical code 4581 - hs-eye anatomy issue that was reported was incorrect. Therefore, this supplemental filing is to correct the clinical code that was incorrectly reported. No other information was provided. The following section has been updated accordingly. Section h-6 health effect - clinical code: updated to 2698 - zonular dehiscence. Previously reported clinical code 4581 - hs-eye anatomy issue is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - clinical code: 4581 moderate zonular dehiscence (eye anatomy issue) attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during the procedure the zcb00 model intraocular lens (iol) was changed for a sulcus lens due to patient with moderate zonular dehiscence. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec 20, 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside the original daisy wheel. The complaint lens was visually inspected under magnification. The lens was observed to be coated in viscoelastic residue. There lens was cleaned and inspected and no issues that could cause or contribute to the complaint issues were observed. Complaint issue "eye anatomy issue" and "removal and replacement" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.